Event description:
Patient required modular driveline cable exchange due to noted damage on driveline. Equipment taken out of service: modular driveline cable replacement equipment supplied: modular driveline cable serial or lot number: 7729193. Patient has hm3 lvad. FDA safety report ID # (B)(4).